Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/09/2019.

Event description:
The customer reported unit had a dim screen, and it is failing touchscreen calibration with a new (ui) user interface. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 18oct2019. Date of report: 22oct2019. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported unit had a dim screen, and it is failing touchscreen calibration with a new (ui) user interface. There was no patient involvement.

Manufacturer narrative:
G4: 09jun2020. B4: 17jun2020. The user interface assembly was returned to manufacturer to failure investigation (fi) for analysis. It was determined the burn out cold cathode fluorescent lamp (ccfl) backlight caused the dim display. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.